Event description:
Recipient was seen on (B)(6) 2025 for skin infection around implant site. Audiologist states the skin was open and part of the lead was exposed. Revision had been moved up to (B)(6) 2026. This report refers to 9710014-2026-00087. For further information please refer to this report.